Manufacturer narrative:
Philips service identified graceful degradation mode and advised x-ray tube replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that fluoroscopy unavailable during pediatric cardio procedure; delayed by 2 hours on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.